Manufacturer narrative:
Approximate age of device ¿ 11 days (calculated from date of implant to date removed.)  (B)(4). The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device with an open chest and continuous irrigation. Patient was off heparin initially after the initial operation for 48 hours due to epistaxis and gastrointestinal bleeding. Unfortunately, the patient developed a root thrombus with extracorporeal membrane oxygenation (ECMO) requirement which was done emergently by the bedside. The patient then developed an embolus to right upper extremity (rue) requiring emergent thrombectomy. Due to recurrent ventricular tachycardia (vt) requiring many defibrillations, the patient was placed on amiodarone and lidocaine infusions. Due to acute kidney injury (aki), the patient required continuous renal replacement therapy (crrt) therapy. On (B)(6) 2017, the extracorporeal circulatory support device was removed. Placement of the another manufacturer's device was performed. The aortic root thrombus was removed in its entirety and the chest was closed. Subsequently comfort measures were taken due to multisystem failure and recurrent bleeding in the airways. The patient expired on (B)(6) 2017. Additional information was requested, but was not provided.